Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was use related due to improper technique as the impella was pulled across aortic valve and unable to be re-advanced across the valve even after multiple attempts.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was observed under transesophageal echocardiogram (tee) the pump needed repositioning. During repositioning under tee guidance, the impella cp pump was pulled across the aortic valve and unable to be re-advanced across the valve after multiple attempts. The patient, however, was able to separate from cardiopulmonary bypass without an intravenous drip of medication. The impella cp pump was explanted, and the patient was transferred to the intensive care unit. There was no report of harm to the patient as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.